Manufacturer narrative:
This report is being supplemented to provide additional information based on the evaluation of the device and the legal manufacturer¿s final investigation. The device was returned to an olympus service center for evaluation and the reported complaint of error code e103 for a lamp ignition failure was confirmed. Repeated use due to the age of the device is the most likely cause of the lamp igniter failure. The unit was repaired, tested, and returned to the customer. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment.

Manufacturer narrative:
The device mentioned in the above complaint was not returned to olympus. Customer called to report phenomenon (light source error code) the olympus representative recommended he replace the bulb and see if that works. If the remedial action does not correct the phenomenon, olympus advised the unit should be sent in for repair. If additional information is received a supplemental report will be filed.

Event description:
It was reported by the customer a visera elite xenon light source was displaying an error message regarding the lamp light. No additional information was provided by the customer. Olympus representative provided customer with troubleshooting steps and is awaiting response. No patient contact/impact has been reported.